Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she was treated with glucagon for hypoglycemic seizures, and was then rushed to the hospital for treatment. Troubleshooting was performed, and found that the insulin pump was programmed, and reading the reservoir volume correctly. The customer stated that she changed her infusion set on the morning of the event, but she was disconnected during priming. The customer also stated that she commonly experiences low blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.